Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced two events where infusion set tubing was detached from connector. The issue occurred with two similar types of infusion sets used for 24 hours on (B)(6)2024 and six hours on (B)(6) 2024. The blood glucose level of the patient was 375 mg/dl which was treated by correction injection via multiple daily injection. No further information was available.